Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the product code of the trocar device? Was there any patient consequence? How as the procedure completed? Please provide the batch or lot number if available?

Event description:
Laparoscopic port had a seal come loose which was then pushed into the abdomen by the telescope. The small black 'washer' type ring that had come loose, was seen in the abdomen by chance and removed at the end of the procedure.

Manufacturer narrative:
(B)(4). Batch # r94c9z, r94332. Device analysis: the analysis results found that the 2h12lp device was returned with the duckbill damaged and torn; the torn piece of the duckbill was returned. In addition, the tyvek was returned along with the instrument. The device was disassembled in order to evaluate the condition of the duckbill and the damage was confirmed; in addition, the separate piece of the duckbill was observed to have a mark which suggest that a pointy instrument was inserted through the trocar with excessive force. Per instructions for use: "use caution when introducing or removing instruments through the trocar sleeve in order to prevent inadvertent damage to the seals which could result in loss of pneumoperitoneum. Special care should be used when inserting sharp or angled edged endoscopic instruments to prevent tearing the seal." A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Expiration date 08/31/2021. Additional information was requested, and the following was obtained: what is the product code of the trocar device? 2h12lp. Was there any patient consequence? None reported. How as the procedure completed? Not known. Please provide the batch or lot number if available? 2h12lp. Lot no: r40x2d, expiry: 31-08-2021.